Manufacturer narrative:
Insulin pump received with software error bad pointer alarm loop during power up. Software error bad pointer alarm due to a software error. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to software error bad pointer alarm. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap loose and stick out from the side of the insulin pump. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.